Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stimloc positioning was difficult due to incorrect blockage. This could be related to a thin bony layer inside craniotomy space limited by the stimloc. However, the centering tool was perfectly aligned and centered above craniotomy space. After several tries the system was closed, but it wasn't considered secure, so a metal plate was secured to correct lead blockage. The pt was well and therapy was being correctly delivered.